Event description:
Technician reported bag dry almost 3 hrs early, technician stated pharmacy did not report pt injury or medical intervention required. Vol of 3600 ml to infuse at 150 ml per hrs (24 hrs) compled in a little over 21 hrs.